Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6), it was reported that there was blood leakage at the outlet of the filter of the hemoconcentrator bc 20 plus from lot number 92116861. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was discarded by the user and therefore no evaluation was performed. The reported event occurred when using the bc 20 plus hemoconcentrator however a equivalent device marketed in the us is used for reporting. (B)(4).